Event description:
It was reported that the ventilator "was cutting off" with an audible alarm while connected to the pt. No pt harm reported. The field service technician verified the ventilator shut down with an audible alarm during bench testing.

Manufacturer narrative:
Na